Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: evaluation confirmed that the battery compartment is cracked at opening of battery chamber extending down to the primary seal. The crack is across the threads of the battery compartment. The test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. There was no evidence of moisture damage in battery compartment. Investigators observed the returned battery cap threads are stripped. Investigators were unable to fully tighten the returned battery cap. It was found that the text on the display screen is dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.